Event description:
Complainant alleged that during training/inservicing by a zoll sales rep, the device would not power on. The complainant indicated that there was no pt involvement in the reported malfunction.